Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped 45% to 5% while connected to a power source. The battery gauge then jumped up to 100% after being unplugged from the power source. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.